Event description:
During a clinic follow-up, episodes of post-paced t wave oversensing (pptwos) were observed on the device. The device was reprogrammed; however additional episodes of pptwos were observed. The device was reprogrammed again to resolve the event. The patient was stable and will continue to be monitored.